Manufacturer narrative:
According to the reporter, during the procedure there was a black foreign matter in the excised tissue, and the pathology department has reported it as a foreign matter. The procedure was completed with another device. No patient consequences reported. The hh8bex was returned for evaluation. The visual test, x-ray test, endoscopic test, and the probe disassembly inspection were carried out on the returned probe, no missing parts were found on it. According to the pathological diagnosis of the cutting matters, the analysis results showed cholesterol crystal deposition and hemosiderin particle deposition. Based on the investigation and information available there is not enough evidence to support any of the foreign material was a result of our device.

Event description:
According to the reporter, during the procedure there was a black foreign matter in the excised tissue, and the pathology department has reported it as a foreign matter. The procedure was completed with another device. No patient consequences reported.